Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-mar-2019 that reported that the cause of the patient¿s lack of therapy was the catheter was assumed to be in the epidural space. A dye study was performed prior but was unsuccessful. During the catheter revision, the spinal segment was replaced and placed into the intrathecal space. In regards to if the catheter was found to be epidural, did it migrate or was it implanted epidural, it was reported the patient never reported relief from therapy, so it was assumed the catheter was always epidural. The cause for the catheter being implanted epidural was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Additional information was received on 12-mar-2019 and not 11-mar-2019 as previously reported in supplemental report follow up 001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4) implanted: (B)(6) 2017, product type: catheter . Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000 mcg/ml at 599 mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. On (B)(6) 2019 it was reported that the patient had really not had therapy since implant. The healthcare provider believed that the catheter tip was epidural. The healthcare provider was doing a catheter revision today. Additional information received reported the healthcare provider planned to refill the pump with a lower concentration of baclofen and deliver a lower dose than 96 mcg/day. No further complications were reported or anticipated.